Manufacturer narrative:
The technician found the rocker arm was broken. He used a brake/steer upgrade to repair the stretcher.

Event description:
Info rec'd indicates the foot end brake casters are not holding in brake but head section is working.